Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported left side capsular contracture baker grade iii/IV. The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed. White particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed left side capsular contracture baker grade iii/v. The device has been explanted and replaced.